Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n099593, implanted: (B)(6) 2008, product type: accessory. Product ID: 8711, lot# n147112008, implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient had increased pain. The device was explanted and new device was implanted. The patient was reported as alive with no injury. It was unknown if any diagnostic testing was done and the cause of the issues was not determined. This device system delivered morphine. The physician requested the pump be investigated due to the patient experiencing increased pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The pump was returned. The pump passed all non-destructive lab testing. There was motor stall and recovery in the logs. After doing destructive analysis, the technician found nothing significant that may have caused the motor stall. There are many factors that can cause a sii motor to stall, for instance emi and/or magnets ext. A portion of the catheter was also returned and a non-significant indent was seen down in the cup of the sc connector which did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.